Event description:
Drive devilbiss healthcare was notified of an incident involving a walker by the end user's mother who stated that the end user fell forward receiving two stitches. The device was returned for evaluation. The device's rear wheel was loose and misaligned causing the wheel to operate at an angle and rub against the override bracket causing damage to the bracket. With the damage override bracket, the override rear brake can easily detach from the bracket and fall down when it engages the one directional feature. This can cause the walker to brake when going in one direction which can cause the end user to fall. Product labeling instructs the user to regularly inspect and tighten nuts and bolts. Drive devilbiss healthcare concludes the misaligned wheel caused interference, likely damaging the bracket. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.